Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/18/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000269463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 heating element separated from the jaws while in use. The polyfuse feature did not activate during use at any time. The heating element separated about half way through the procedure. The jaws were closed while inserting into the cannula, although it is unknown if they were 'opened slightly. Nothing detached from the jaws. No resistance noted or seen while inserting the device into the cannula. No procedural delay. Another vh-4000 kit was opened to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.